Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose levels up to 490 mg/dl. The customer received an off no power alarm, as well as a low battery and weak battery alert. The customer also mentioned that their insulin pump shut off during the night. Troubleshooting occured. No significant event leading up to the incident was mentioned.